Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farapoint and farawave catheter was selected for use. The patient underwent a procedure under general anesthesia. Cavotricuspid isthmus ablation was performed first, followed by the farapoint portion using the nitro protocol (3 mg then 2 mg). Then proceeded with pulmonary vein isolation using the farawave catheter, and glycopyrrolate was administered prior to the farawave ablations. After the procedure, once extubated, the patient developed chest pain and was kept overnight for observation. The pain resolved, and the patient was discharged the following day. Two days later, the patient presented with hypotension and was readmitted. An echocardiogram showed normal findings, and the patient improved after receiving IV fluids for dehydration. The patient had been discharged.